Event description:
It was reported that when the physician unpacked the leads, it was noted that the leads were kinked. The leads were not used and a new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).